Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right femoral artery. The patient exhibited signs and symptoms consistent with an arterial occlusion within 25 minutes of duett deployment. The occlusion was treated with a surgical embolectomy, restoring blood flow. No further problems or sequelae were reported.